Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell five of seven of peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported there was a loose connection as the hp can feel wetness at the connection of the supply bag and the white clamp line that let to this alarm. Renal technical services (rts) assisted the hp to close the transfer set, recycle the power, disconnect the aseptic way and remove the cassette. Proper procedures per the user manual were reviewed with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to g1, h6, and h11. G1: the device was manufactured at one of the following facilities: (B)(6). H11: the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.